Event description:
The customer reported that the insulin pump alarmed motor error several times during basal. Troubleshooting was performed. The customer stated that the device was removed, but it was in the MRI area. Advised the customer revert to back up plant until the replacement of the insulin pump arrives.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind process as a result of a motor encoder signal being out of phase.